Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring when the device was being fired. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Unknown. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? Unknown. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Unknown. What were the indications for surgery? Unknown. Does the patient have any relevant history of surgical treatments? Unknown. Did somebody other than the primary surgeon fire the instrument? Unknown.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.